Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when customer was filling a cartridge, they felt the cartridge expanding. Reportedly, the customer did not overfill the cartridge. There was no adverse impact to the customer's blood glucose level.